Event description:
Please note: this report pertains to the second of two devices. Ref: 3005099803-2010-04093. It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure. According to the complainant, the devices were tested prior to insertion and were found to function normally. However, once inserted into the patient they were unable to retrieve stones. Upon examination of the device, the first basket would advance approximately 2 mm but there was no basket. The wires appeared to be frayed. The physician tried a second basket and the same event occurred. It was reported that the physician did not feel that any device fragments were left inside the patient. The procedure was successfully completed using a third zero tip nitinol retrieval basket. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
A visual assessement of the returned zero-tip basket revealed the returned incident device was not consistent with the complaint that a basket wire was broken. Based on the analysis, it was determined the basket most likely became stuck within the distal end of the outer sheath during the procedure. This was most likely caused by the kinks in the outer extrusion that may have been created when positioning the device during the procedure. After the basket became stuck inside the sheath to a point the basket was not visible. The clinician then assumed the basket had detached and efforts to find it were unsuccessful. The basket was not detached from the pull wire. The pull wire was fully intact. The kinks in the outer sheath and the bend in the handle cannula would not allow the basket to actuate. The clinicians attempt to locate the assumed detached basket in the device was unsuccessful because the basket was still attached to the pull wire, but was not visible. Therefore, the most probable root cause for this complaint is operational context. It is also noted that the event of basket not opening and sheath kinked are not medwatch reportable conditions.

Event description:
Please note: this report pertains to the second of two devices. Ref: 3005099803-2010-04093. It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure. According to the complainant, the devices were tested prior to insertion and were found to function normally. However, once inserted into the patient they were unable to retrieve stones. Upon examination of the device, the first basket would advance approximately 2 mm but there was no basket. The wires appeared to be frayed. The physician tried a second basket and the same event occurred. It was reported that the physician did not feel that any device fragments were left inside the patient. The procedure was successfully completed using a third zero tip nitinol retrieval basket. The patient was reported to be "fine" at the conclusion of the procedure.